Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, when implanting/advancing the lens with even pressure on the plunger and at a constant speed, there was a sudden click and the lens was suddenly shifted far too quickly. It lands partially in the anterior chamber and it occurred several times. There was patient contact but no patient impact. Additional information was received, at first health care professional said happened several times, on sales representatives exact inquiry, it had only happened once. The procedure was completed on the same day with same lens by pushing the lens from the anterior chamber into the capsular bag.

Manufacturer narrative:
Correction information was provided in h.6. FDA evaluation code b14 was sent instead of b22. The manufacturer internal reference number is: (B)(4).